Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, creases flat, brown particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: sharp broken o radius and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening and missing shell assessed as inconclusive.

Event description:
Patient representative reported patient experienced an ¿increased risk of bia-alcl.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is seroma and rupture.

Event description:
Health professional reported "left breast significantly larger," "abnormal cd10 suggestive of b cell lymphoma in breast seroma," "one slightly enlarged axillary lymph node with enlarged cortex." Additionally reported, "implant is somewhat deformed with moderate amount of peri-implant fluid," "discomfort," "concern for lymphoproliferative disorder," and "possible capsular lymphoma." These events were deemed not related to the device. Health professional also reported a left side rupture. Device has been explanted.